Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient mentioned they were going to have their implant removed, the implant hasn't helped them and mentioned there was no point in keeping the scs. Patient mentioned they never felt the stimulator has helped a lot really. Patient mentioned they it's been a year and the implant hasn't helped them. Patient mentioned they have scheduled an implant removal with another neurosurgery who wants them to get a MRI. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient (pt) via a patient letter. Pt reports the device did not relieve any of the problems existing in their legs, the manufacturer representative (rep) worked with them to make periodic adjustments, but none of the adjustments made over the course of a year relieved any of the issues the pt was experiencing. Pt states there was no changes in their health, activity level, etc.